Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with pocket erosion. The pacemaker was explanted and replaced. There were no patient consequences.